Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the anti-d. Results were satisfactory. The returned donor segment was tested by ocd quality assurance. Testing was performed with the retained vial of ds701b1. Reactivity (1+) was observed at the weak d phase.